Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was hospitalized due to hyperglycemia on an unknown date. The customer blood glucose level was unknown. The customer went to the hospital because the insulin pump was not giving insulin. The insulin pump will not be returned for analysis.